Event description:
It was reported that the preloaded intraocular lens (iol) haptic broke off as the plunger was advanced. The trailing haptic remained in the injector. The iol was inserted into the capsular bag without the trailing haptic. Hence, it was removed and replaced with another iol. Account indicated that the incisions were enlarged and both main incision and side port were sutured. The product is not available for return. No further information provided.

Manufacturer narrative:
Age, weight, ethnicity: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Implant date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter: last name: unknown/not provided. Initial reporter: telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.